Event description:
Rptr is disabled by a back injury as well as several other ailments too numerous to mention, and can't afford medications. Rptr is in severe pain constantly. Purchased an electric lift chair (with prescription from dr) from heron health care and made by adi. It had a 5 year warranty and within a year it started to break. Rptr has found sheared off bolts and a major broken bar underneath. Rptr feels they deserve their money back, plus something for all they have been through, but rptr can't afford a laywer. Within the first year it started making a loud noise when it went up and down. Rptr called heron for repairs. Rptr has kept calling, supplier finally told rptr that they were having problems with adi and gave rptr an adi's rep name and phone number. Rep has kept promising to send someone out, but never does. The chair has gotten to the point where it will not work electrically. There are screws, nuts and sheared off bolts under the chair. Rptr can hardly get into it and it will only recline about 1 ft. This caused rptr a great deal of pain. Rptr can't relax back or have legs up for the edema. Rptr also gave heron the dr's prescription to get the money from medicare for the motor and they have never sent it to rptr. Rptr would like a full refund or to furnish rptr a new chair from a reputable co with a full warranty, plus the motor money they owe, an apology from both, and compensation for what they have put rptr through. About six weeks ago, rptr sat down in the chair and attempted to push back (recline). All of a sudden it flipped all the way back until the headrest was on the floor. Rptr tried to throw body weight forward, tried to roll to the point where they could reach the phone. No go. Rptr's right arm was in a cast, so that limited rptr in struggle. Rptr couldn't reach pills, (in a great deal of pain, constantly) or drink. Rptr laid there with blood rushing to their head, unable to get comfortable or go to the bathroom or anything for 2 1/2 hrs until spouse got home from work. Spouse was furious. The chair has done this before since it's been broken, but rptr has been able to upright it. Spouse called co and told them something had to be done, and now co agreed and said they would send rptr a new chair. Co asked what color rptr wanted. Rptr said it could be blue, beige, or green would be fine. Rptr asked how long it would take. Co said about 2 days to locate one and get it to the shipping co, and then about 4 days. Rptr stayed home, cancelled meetings and dr appt's waiting for chair. After 2 weeks rptr called co and asked how much longer it was going to take for the chair. Co informed rptr that there was no way co could send a new chair, that co never said that, but that co said they would supply the parts and even the labor to fix it. Then co said the only problem was that they didn't deal with heron any more and co would have to talk to adi's owner and get back to rptr. It's been another month.